Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty to charge the ipg as the communication between ipg and charger is intermittent. Replacement charger sent to the patient to troubleshoot did not resolve the issue. Additionally, the patient has to press the antenna over the ipg hard to get it to charge for a few minutes. It was also stated, it appears the ipg has flipped in the pocket. The patient is to consult the physician and the surgical intervention may be taken at a later date to address the issue.